Event description:
Customer reported via phone call that they are receiving a threshold suspend. The blood glucose reading was low and high.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.